Event description:
It was reported that pump experienced malfunction that prevented normal use, even though pump began charging again after using different charging supplies. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, provided instructions to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.